Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the chronic right ventricular (rv) lead was connected to the new device, and noise with elevated impedances were noted. The lead was disconnected from the device and reconnected, and subsequently fluoroscopy indicated that the lead pin was not fully inserted into the header. The implantable cardioverter defibrillator (ICD) was not used and another ICD was implanted. The rv lead was connected to the new ICD, and no further issues were noted. The lead remains in use. No patient complications have been reported as a result of this event.